Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left attune total knee replacement on (B)(6) 2015. Patient required a manipulation under anesthesia for arthrofibrosis on (B)(6) 2016. Patient receievd a left total knee revision on (B)(6) 2017, for pain and implant loosening--tibial component was grossly loose without any cement adherence; femur component was partly loose, laterally, with limited cement adherence. No product or lot code information available. Cement manufacturer of primary surgery unknown. Competitor products implanted during knee revision, with the exception of the primary patella, which was retained. Doi: (B)(6) 2015; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.